Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the reamer/irrigator/aspirator (ria) drive shaft broken during surgery when the surgeon tried to change the reamer head. No fragments fell into the patient's wound. There was a 10 minute surgical delay due to the reported event. The surgery was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the drive shaft was received with the distal tip broken off. The broken portion was not received. The complaint condition is consistent with the result of an overload of force to the distal end of the drive shaft resulting in fatigue of the shaft and permitting final separation when switching reamer heads. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use and information on care and maintenance is provided per the processing synthes reusable medical devices - instruments, instrument trays, and cases. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. Per the technique guide, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The break is roughly transverse and located within approximately 8.5mm and 11.3mm distal to the distal edge of the drive shaft helix. The proximal connecting post shows scraping on the distal flats. The balance of the device shows surface wear but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The complaint condition is consistent with the result of an overload of force to the distal end of the drive shaft resulting in fatigue of the shaft and permitting final separation when switching reamer heads. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.